Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 we are moving forward with this complaint without product return. If the device is returned later, we will investigate the complaint further at that time. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. The event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: unknown allofit cup, #item unknown, #lot unknown. Therapy date: (B)(6) 2025. G2: foreign report source: germany. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during implantation of an allofit cup, the thread on the straight impactor, which is screwed into the cup, broke off. All parts could be recovered, have been sterilised and will be returned promptly. The cup could then be adequately fixed. The surgeon suspects a product defect and asks for the instrument to be examined. No patient impact. Surgical delay 10 minutes. Attempts have been made and additional information on the reported event is unavailable at this time.